Event description:
The incidents in this report are associated with the devices reported in MFR report #s 1526439-2014-11240, 1526439-2014-11241, and 1526439-2014-11243. It was reported that a patient underwent an l3 to s1 posterior lumbar fusion procedure. The physician began by cannulating the s1 bilaterally to inert the viper polyaxial screws. Guidewires and navigation were placed line to line with a tap upon which the screws and towers were loaded. As the surgeon was inserting the first 8x45 screw into the s1, there was a great amount of resistance approximately 10mm short of fully seated. It was noted that the driver seemed fully disengaged and was spinning without resistance when the driver handle was tugged. The driver pulled out along with the screw head in the tower with the screw shank missing. The shank was extracted with a hex lobe driver. Another of the same screw was taken and inserted to approximately 10 mm from full insertion when a squealing noise was heard, indicating another implant break. The screw was removed and the process was repeated with yet another of the same implant failing in the same manner. A potential 4th device failure was reported. The sales representative suggested retapping the s1, as the patient's sclerotic condition may have been preventing full advancement of the screw. The physician then requested an 8x50 screw to be loaded which was able to be successfully implanted into the s1 without further difficulties. The procedure was completed with 45 minutes delay.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.